Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc confirmed that the bending section rubber rupturing was not malfunction or adverse events that require the MDR report. Also omsc surmised there was the possibility the phenomenon of loosened instrument channel port of the subject device was attributed to the excessive external force when attaching and detaching the forceps/irrigation plug or the user handling which applied stress to the instrument channel port. The former similar cases had gotten the same possibilities. Moreover instructions for safe use (IFU) states "device may be damaged by wrong handling of forceps/irrigation plug¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed the bending section rubber of the subject device was ruptured and the instrument channel port of the subject device was loose and free to rotate with the visual inspection. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the distal end of the subject device was burst when subject device was flashed with scope buddy (a non-olympus endoscope flashing aid and not available in USA) during the reprocessing. The user reported that its damage was due to inflation with water. The user also found the instrument channel port of the subject device was loose. There was no report of patient injury associated with this event.